Event description:
Tubing detached from collection chamber. User facility contact was supposed to call back with more info. Rptr never did call back. Complaint written up with "ms&s" as complainant. Per user blood spill.